Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that they customer reported multiple occurrences of power error detected alarm . Customer reported they had blood glucose level was 282 of mg/dl. Customer decline for troubleshooting was not performed. The product will be return for the analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test and force sensor test. No unexpected alarm noted during testing. Device trace download analysis confirmed the insulin pump alarmed power error, power loss alarm, replace battery alert, replace battery now alarm. The power management tool confirmed power error, power loss alarm, replace battery alert, replace battery now alarm was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. Device was received with partially broken reservoir tube lip and missing reservoir tube retainer. Unable to perform displacement test or occlusion test and reservoir unable to lock into place due to missing reservoir retainer.